Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-00133. It was reported that the patient did not recharge their ipg for an extended period of time, rending the ipg inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.